Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero extension set had damage. The following information was provided by the initial reporter: in the past, the blue interior sponge component has been stuck inside the plastic cap leaving a potential track for blood to continue leaking out and bacteria to get into the central line. It was hard to see this time if that was the case as the end was completely covered with blood and dripping.